Event description:
It was reported by the customer that the pneumatic hose of the maestro drill blew out. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon visual inspection, a hole in the pneumatic hose was confirmed.